Event description:
Patient called to report having received a letter from allergan concerning the biocell texture. Patient also mentioned "lumps everywhere within 3-4 of surgery, right side tender almost since the time of implant". Healthcare professional additionally reported rupture and capsular contracture, baker grade IV. Affected side is right. The device has been explanted and replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: analysis of the returned device identified the weight the device within specification, crease fold, red biological tissue in the shell, cloudy in the gel, wear abrasion and deformation. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The device is not rupture. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade IV.